Event description:
It was reported that the pump had a syringe near empty message. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The pump was cracked on right plunger case and some minors scratches were found in keypad. Error history log review found a syringe near empty message. The root cause of the reported issue was found to be no problem was found, pump was operate as intended. Actions were taken to mitigate the reported issue: repair was not needed per customer reported problem due to no problem was found on pump.